Event description:
During a procedure to implant a 9mm asd device a sizing balloon separated from the shaft, remaining inside the pt presumably on the right side. The balloon was prepped with negative pressure several times until de-aired, and inserted over a 0.035 rosen wire through an 8f sjm daig act sheath. It would not cross the septum and was withdrawn. The septum was recrossed and an amplatzer wire was placed. The balloon was again advanced, but failed to cross the septum. During a third attempt, the balloon crossed the septum but would not inflate. Upon withdrawal, it was noted that there was no balloon membrane on the shaft. It appeared that the membrane had stripped cleanly away from the shaft without any remnant. A snare was run over the guidewire, but the membrane was not found on the guidewire. The balloon could not be seen on fluoro or accunav ice. Several tests were performed, which included an intravascular ultrasound from the right pa back to the femoral vein, a venography, bilateral selective pulmonary angiography, and a peripheral and cerebral angiography. However, the balloon could not be located for retrieval. Another balloon was disarticulated; however, the balloon material was entirely radiolucent and was not discernible from water on MRI. Therefore, another MFR's balloon was selected to size the defect. The defect was successfully closed with a 9mm asd device and the pt's condition was reported to be satisfactory. The next day a high-resolution CT of the chest, looking at the pulmonary arteries, revealed that the balloon was located in the right lower pulmonary artery. Later that day, the balloon was successfully retrieved percutaneously using an amplatzer gooseneck snare with no pt complications.